Event description:
The customer reported that the surgeon was unable to pull the trigger for the knife blade during the procedure. There was no injury to the patient. The device was returned to covidien and visual inspection discovered a hold in the clear insulation.

Manufacturer narrative:
(B)(4). The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into the extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas was hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and jaws are not completed closed. The IFU cautions to confirm that the jaws have reached the closed position and are locked (handle is latched before activating the cutter.